Manufacturer narrative:
Siemens filed initial MDR (B)(4) with the FDA on 12-jul-2024. Additional information (15-jul-2024): siemens reviewed instrument data and determined that there were multiple errors in the error log that demonstrated poor sample quality. The service activities performed by the cse, as described in the initial report, returned the instrument to normal operation. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that a potassium (k) result of 8.5 mmol/l was obtained on a patient sample on the atellica ch 930 analyzer. The initial result was not reported to the physician(s). The pathologist requested for a new sample collection. The customer did not provide the correct result for this patient. Hence, this report is being filed in an abundance of caution. There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
An outside of the united states (us) customer contacted a siemens customer care center (ccc). Quality control (qc) and calibration were valid at the time the sample was processed. The customer inspected the instrument and found evidence of sample overflow at dilution wells. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse determined a malfunction with the dilution probe 1 aspiration lines. Then, the cse replaced the lines, primed the instrument, and ran quick check and qc, which recovered acceptably. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.